Manufacturer narrative:
The insulin pump was received with minor scratched display window, broken battery tube threads, broken reservoir tube lip and missing reservoir tube o-ring. A test reservoir does not lock properly inside the reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that a part of the battery compartment broke off. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.